Manufacturer narrative:
(B)(4). D10: medical product: burch-schneider, reinforcement cage, new, left, 56: catalog # 0100191156, lot # 3244799h2; cancl bone scw ti 6.5mmx3: catalog # 430107035, lot # ni, qty#2; cancl bone scw ti 6.5mmx3: catalog # 430107030, lot#ni, qty#2; cancl bone scw ti 6.5mmx2: catalog # 430107020, lot # ni, qty#2. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that during a total hip arthroplasty, the fixation screws slipped through the holes in the shell component. There was no patient impact as a result and the fixation screws remain implanted. All available information has been provided.